Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot number of the products are unknown. The reported devices are used for treatment. Operative notes for the initial procedure were reviewed. It is noted that cup had satisfactory fixation. On reduction of the final components, the stability was noted to be satisfactory in flexion, adduction and internal rotation and in extension and external rotation. Leg lengths were noted to be equal. Medical notes for the closed reduction procedure were reviewed. No evidence of infection was noted. As stated by the surgeon, there was no evidence of loosening of the prosthesis on the x-ray. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other device used: catalog # unk, unknown femoral head, lot # unk. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a closed reduction due to dislocation.